Manufacturer narrative:
Unit power up properly after battery installation. No blank display or button error alarm noted. However, unit had unresponsive act button due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that buttons or commands did not work properly on insulin pump. The customer¿s blood glucose level was unkonwn. The customer stated that message on the screen was error and at moment, pump does not turn even though the battery was changed for a new one and it stays the same, it does not turn on. The insulin pump will not be returned for analysis.